Manufacturer narrative:
Evaluation summary: one bci monitor was received for investigation with a purple boot. The device history record review was completed. Before powering up the device, the lcd revealed leakage. The device was powered up and the words were barely displaying, which confirmed the customer's reported problem. The damaged lcd is consistent with unit being impacted from a drop. The protective boot around the housing acts as shock absorber preventing damage to the housing. However, direct impact to the lcd display usually results in cracks and an ink leak. Based on the investigation evidence, the root cause was determined to be user interface.

Event description:
Information was received that wording on the screen of a smiths medical bci capnocheck ii capnograph monitor was difficult to read, nothing was visible. No adverse effects were reported.